Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.

Event description:
During a follow-up, it was noted that the atrial and ventrical leads were dislodged. Low r-waves were also observed. The leads were explanted.